Event description:
During an in clinic follow-up, episodes of noise which resulted in oversensing were observed on the right atrial (ra) lead. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.